Event description:
Same case as 2134265-2015-01900 and 2134265-2015-01831. It was reported that automatic pullback failure has occurred. During a percutaneous coronary intervention, an atlantis¿ sr pro² was used in conjunction with a motor drive unit to diagnose an unknown target lesion. The physician connected this device to a md5 and pushed the start button to perform pullback, however the automatic pullback failure has occurred. The procedure was completed with another of the same catheter. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-01831, 2134265-2015-01900, 2134265-2015-02155, 2134265-2015-02156 and 2134265-2015-01794. It was further reported that two catheters were not able to perform pullback and only one motor drive unit and one sled was used in the procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).